Event description:
Incident with gas flow from a nitric oxide machine resulting in interruption of gas flow with patient desaturation to 50 and a bradycardic event. Investigation revealed broken regulator connected to tank that caused flow failure.